Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had reported a possible device malfunction, upon interrogation during a normal follow up.